Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had blank display. Customer reported that insulin pump was exposed to moisture. Customer¿s blood glucose level was 155 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display anomalies noted during testing. Device passed self test, off no power test, unexpected restart error test and displacement test. The stop current test and run current test were in specification. Device received with corrosion on electronic board stack, corroded motor home switch and moisture damage on force sensor resistor .